Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump black box data revealed a pump reboot occurred following a cs 162 loss of prime warning. The black box also shows a cs 052 error. During a visual inspection of the pump, the battery compartment was found to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The returned battery cap threads were damaged; the pump powered on intermittently with the returned battery cap. A test cap was used for all testing. The pump was exercised for 24 hours with the test cap with no power interruptions or call service alarms occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked with moisture, and no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.